Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a maintenance evaluation, the auto-halt function on the high flow insufflation unit failed. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a loose pressure valve wire, two damaged shock-absorbing pads (dampers), and a gas leak from the electropneumatic proportional valve. A root cause could not be identified. Based on the results of the investigation, it is likely that the customer's reported malfunction occurred because the component equipped with the valve designed to stop the air supply in the event of a malfunction was not properly connected. The likely cause of the newly identified issues were due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.